Event description:
The facility reported "clamp cannot close liquid after nearly one month of use" with the transfer set. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.